Manufacturer narrative:
Brand name - tecnis itec preloaded 1-piece iol. A review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. A review of the last year from the month when the complaint folder for this investigation was created showed no adverse trend for this complaint type and model. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
The incision was enlarged to move the haptic out of the inserter and into the right position inside the patient's eye.

Manufacturer narrative:
The preloaded insertion system was returned to the manufacturer for evaluation. Residue of viscoelastic was observed in the cartridge tube, tip and loading zone. No manufacturing assembly error was identified in the preload device. The cartridge was observed in the correct position (fully engaged into the lower body of the pcb00 device). Stress marks were visible at the cartridge neck and tip. The lens was not returned since it was implanted. Observations obtained from returned video: a condition where the rod tip bypassed the haptic was observed since the pushrod passed the lens obstructing the path of the trailing haptic. It was observed that the haptic was ¿trapped¿ between the pushrod and the cartridge tip. There is no indication that the observations were related to the manufacturing process. The aforementioned could be caused by not fully following the directions for use. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The incision was enlarged to move the haptic out of the inserter and into the right position inside the patient's eye. It was not enlarged to remove the lens from the eye as reported on the initial MDR. Device manufacture date 03/25/2014. It was reported the lens is okay and there is no reason to remove it. Placeholder.

Manufacturer narrative:
Patient information was not provided. Date of event was not provided. Date of implant and explant were not provided. Initial reporter: phone number of initial reporter - (B)(6). (B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Manufacturer narrative:
Corrected data: (B)(4). On follow-up report #2 was not populated in error. The date received by manufacturer for follow-up report #2 is (B)(6) 2014. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the trailing haptic of the intraocular lens remained in the inserter during implantation of the lens. The physician could not get the inserted lens out and had to widen the incision and a suture was placed. There was no patient injury noted.